Event description:
It was reported that the customer experienced on-going intermittent high blood glucose (bg) levels of "high" on the glucose monitor from (B)(6) 2023 to (B)(6) 2023. Cause was not known. The customer changed infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.